Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant medical products: 457453 implantable pacing lead implanted: (B)(6) 2008; 6944-65 implantable tachy lead implanted: (B)(6) 2008. (B)(4).

Event description:
The implantable cardioverter defibrillator (ICD) was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.